Event description:
It was reported that bd needle 30x1/2 rb leaked. The following information was provided by the initial reporter: "needles are leaky".

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1179666. Medical device expiration date: 2026-08-31. Device manufacture date: 2021-06-28. Medical device lot #: 1144368. Medical device expiration date: 2026-06-30. Device manufacture date: 2021-05-24. Investigation summary: it was reported needles are dull, leaky, and some needles are absent when the shield is removed. To aid in the investigation, ten samples with the plastic shields in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, first with a 10x magnifier lens, and then with a 30x microscope. No defects or imperfections were observed. There was no damage. The bevels and etch were good, and there was no defective grind or hooks on the needles. After the visual inspection, each sample was connected to a syringe with saline solution. No leakage was observed and the flow of solution was normal. A device history record review was completed for provided material number 305106, lot numbers 1179666 and 1144368. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Manufacturer narrative:
Multiple lot numbers: there were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 1179666. Medical device expiration date: 2026-08-31. Device manufacture date: 2021-06-28. Medical device lot #: 1144368. Medical device expiration date: 2026-06-30. Device manufacture date: 2021-05-24. Investigation summary: it was reported needles are dull, leaky, and some needles are absent when the shield is removed. To aid in the investigation, ten samples with the plastic shields in sealed packaging blisters were received for evaluation by our quality team. A visual inspection was performed, first with a 10x magnifier lens, and then with a 30x microscope. No defects or imperfections were observed. There was no damage. The bevels and etch were good, and there was no defective grind or hooks on the needles. After the visual inspection, each sample was connected to a syringe with saline solution. No leakage was observed and the flow of solution was normal. A device history record review was completed for provided material number 305106, lot numbers 1179666 and 1144368. The review did not reveal any detected quality issues during the production of these lots that could have contributed to the reported defects. To date, there have been no other similar events reported for these lots. Based on the investigation and with the returned sample analysis the symptom reported by the customer could not be confirmed and a probable root cause could not be offered. Complaints received for this device and reported condition will continue to be tracked and trended. Our quality team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported that bd needle 30x1/2 rb leaked. The following information was provided by the initial reporter: "needles are leaky".